Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) were acceptable at the time of sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, found sample air pump calibration errors, replaced the pressure sensor board, passed air pump calibration, verified no kinks in the tubing and checked sample probe alignments. Further, the cse ran auto-check and qc which were passed without sample probe errors. Siemens is evaluating the event.

Event description:
The customer reported that erroneous carcinoembryonic antigen (cea) results were obtained on multiple patient samples on an atellica im 1300 analyzer. The erroneous results were not reported to the physician(s). The patients were drawn a new sample and were processed on both the original and the alternate atellica im analyzer and also on the unknown analyzer. The repeat results matched the patient history and were considered correct. The repeat results from the original atellica im analyzer were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous cea results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00003 on 03-jan-2025. Additional information (23-jan-2025): siemens reviewed the event and concluded that the preanalytical specimen handling potentially contributed to the erroneous carcinoembryonic antigen (cea) results. The investigation findings code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.